Event description:
It was reported that 2 bd vacutainer® blood transfer device holders with female luer adapters experienced molding defects -short shots which were noted during use. The following information was provided by the initial reporter: the connection of the syringe was deformed.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a deformed luer with the incident lot was not observed as all product specifications were met. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd vacutainer® blood transfer device holders with female luer adapters experienced molding defects -short shots which were noted during use. The following information was provided by the initial reporter: the connection of the syringe was deformed.